Event description:
It was reported that a catheter issue occurred. The target lesion was located in the coronary artery. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the screen turned white and became difficult to see only when crossing the lesion. Once past the lesion, the image appeared normal. However, it was noted the air was not cleared out when flushing was performed during preparation. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Impedance testing showed an electrical at the distal end of the catheter, 0-10cm from the distal housing. The device flushed normally when the telescope was fully retracted and fully advanced. No signs of leak and entrapped air were observed. Media provided by the customer showed a good image.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the coronary artery. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the screen turned white and became difficult to see only when crossing the lesion. Once past the lesion, the image appeared normal. However, it was noted the air was not cleared out when flushing was performed during preparation. The procedure was completed with another of the same device. There were no patient complications.